Event description:
It was reported that 68 out of (B)(4) total bd luer-lok¿ syringes were found with foreign matter in them before use, during a visual evaluation inspection. This complaint was created to capture the 3rd of 9 related incidents. The following information was provided by the initial reporter: "301031 -syr, 20cc l/l - 68 out of (B)(4) found to have loose particulate." As part of our continuous improvement activities, the medical facility has undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection. Overall, 6.4 % had some type of loose particulate. Total loose: # inspected percentage: bd part # internal avid# description 682 10589 6.4% 304134 500604 syr, 10cc control l/l 6 52 11.5% 301073 500605 syr, 3cc l/l 43 1581 2.7% 301031 500608 syr, 20cc l/l 68 913 7.4% 301033 500609 syr, 30cc l/l 95 788 12.1% 301035 500611 syr, 60cc l/l 33 132 25.0% 301029 500620 syr, 10cc l/l 433 7016 6.2% 303005 500640 ndl, 18g x 1.5" rg bev 1 21 4.8% 381147 508408 angiocath 18g x 1.88" IV cath 2 66 3.0% 305900 509337 ndl, 22g x 1.5 safety glide 1 20 5.0%

Manufacturer narrative:
H.6. Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued for batches 8360891, 9029880, 9056698, 9120730. The DHR review revealed that during the production of batch 8360903 a quality notification (qn) was issued for discolored barrels with embedded foreign matter (fm). A root cause of solidified resin build up was identified during the investigation. All affected product was scrapped as a corrective action. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 68 out of 913 total bd luer-lok¿ syringes were found with foreign matter in them before use, during a visual evaluation inspection. This complaint was created to capture the 3rd of 9 related incidents. The following information was provided by the initial reporter: "301031 -syr, 20cc l/l - 68 out of 913 found to have loose particulate." As part of our continuous improvement activities, the medical facility has undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection. Overall, 6.4 % had some type of loose particulate. (B)(6).